Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. During unpacking of a 3.50 x 20 synergy drug-eluting stent, it was noted that the stent material itself was damaged. The procedure was completed with another of the same device. No known patient complications were reported.